Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895. (B)(4).

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used during a bronchoscopy procedure performed on (B)(6) 2022. During the procedure, a small black piece was present. It is believed to be from the sheath catheter. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g4: premarket / 510(k) #: k163248 & k151895. Block h6: device code a180104 is being used to capture the reportable issue of device foreign material. Block h10: investigation results: the returned expect pulmonary needle was analyzed. Visual inspection of the returned device found that the working length was kinked, and one knob of the handle was detached and didn't return for analysis. Functional inspection was performed, and the device was flushed, and no procedural traces were found. The customer provided a photo where black residue is observed; however, the residue did not return for analysis. It is not possible to confirm the material properties. No other problems were noted. Based on all available information and the condition of the returned device, it is possible that factors and/or conditions related to the procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. In addition, since the black residue did not return for analysis, it is not possible to confirm the material properties. Therefore, the most probable root cause is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used during a bronchoscopy procedure performed on (B)(6) 2022. During the procedure, a small black piece was present. It is believed to be from the sheath catheter. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event.